Event description:
It was reported that the pt's generator is currently showing 5 months until eri = yes. Per the reporter, the pt had been reimplanted on (B) (6) 2008 and the physician thought the battery should be lasting longer. Pt is set to fairly high settings and based on these settings, the general life expectancy of the generator would be approx one yr. Per the reporter, while looking through the programming history, he felt that the life expectancy approximations were inconsistent. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.